Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, access was gained utilizing micro puncture and ultrasound. No issues were encountered advancing or withdrawing the 18f in-line procedural sheaths. The arteriotomy was 11.7mm, with mild bilateral and circumferential posterior calcification and mild to moderate tortuosity throughout the iliac. The manta instructions for use post warning not to use manta if there is marked tortuosity of the femoral or iliac artery. The physician recorded a deployment depth measurement of 6cm + 1cm for the right femoral artery; and reported he did not measure the deployment depth for the left femoral artery. Following evar and tavr procedures, an 18f manta device was deployed for closure in the left femoral artery. Against advisement of no accurate measured deployment depth was taken for the left femoral artery, the physician elected to attempt closure in the left femoral artery and resolved to fully insert manta to the depth of 6cm + 1cm. Following deployment, a hematoma was forming at the access site. A hematoma is a common large-bore procedural complication and does not indicate a device failure. The hematoma was large and growing enough for the surgeon to be concerned that the closure might be incomplete and the vessel potentially bleeding into the surrounding tissue. The surgeon chose to perform a cut down whereas he surgically closed the vessel around the manta device, leaving the manta device implanted. Time to hemostasis was approximately 10-15 minutes and patient outcome post-procedure was fine. Access site complications leading to a hematoma are listed in the IFU and are identified as potential adverse events associated with the deployment of the manta vascular closure device. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions in the IFU state if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician's assessment of the amount of bleeding, use of manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: hematoma at manta site post deployment. Surgical cutdown and closure performed around manta (manta device left implanted). Additional information requested from the account.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: hematoma at manta site post deployment. Surgical cutdown and closure performed around manta (manta device left implanted). Additional information requested from the account.